Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The customer reran quality controls and patient samples, all of which were within acceptable ranges. The fse then ran precision on a sample and ran quality controls for creatinine, all of which were within acceptable ranges. The cause of the discordant, falsely low creatinine result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low creatinine result was obtained on a patient sample on an advia 1650 instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun and the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine result.